Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock. Technical services (ts) reviewed the stored episode, which appeared to be oversensing. Ts provided troubleshooting options including evaluating the medications of the patient and programmed clinical zone settings. No additional adverse patient effects were reported outside of the inappropriate shock the patient received. The device remains in service.